Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known that the pt was originally treated for. The product was implanted on (B)(6) 2006. At the same time, boston scientific's obtryx was also implanted at that time. On (B)(6) 2007, ethicon's prolift was implanted. The complaints via the attorney were that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.